Event description:
It was reported that 3 months following the implantation of the device, the patient was found to have erosion at the top of the vagina. The patient also complained of leaking fluid and bleeding from the vagina.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.